Event description:
Vascular intervention case to treat severe calcification in the sfa due to a right leg wound. During use of the turbo elite catheter a compromise in the jacket of the device was noted. The damaged area was never in the patient and another turbo elite catheter was used to complete the case without difficulty. No adverse effects were experienced by the patient and the patient was successfully treated. This report is being filed for the potential of the patient to come into contact with manufacturing materials in the event of recurrence.

Manufacturer narrative:
The device for this adverse event was returned and evaluated. A large kink in the device was noted with exposed fibers approximately 92 cm from the distal tip. This observed damage is consistent with customer mishandling, there is no evidence of a manufacturing defect as a contributory factor.

Manufacturer narrative:
Placeholder.